Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cardiac arrest and passed away while performing automated peritoneal dialysis (apd) therapy. The patient was found in their home bathroom not breathing. The patient was not hospitalized prior to the event. The cause of death was reported as cardiac arrest; however, it was not reported if an autopsy was performed. The patient was connected to the homechoice device at the time of death and apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.